Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/27/209. Evaluation of the device observed that the pin was broken into pieces which prevented the blade locking mechanism to operate. Failure of locking blade mechanism is undetermined. The root cause of the reported event is undetermined. The device was service and returned to the customer.

Event description:
It was reported that the oscillating saw attachment got stuck and cannot be opened anymore. There was no patient harm or delay reported.